Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a sent placement procedure using the venovo stent. During an MRI scan, approximately 15 to 20 minutes into the procedure, the patient experienced a hot, burning sensation in her back and notified the technician. The scan was continued at the patients preference, despite her request for a blood pressure check, which was not performed. After approximately 40 minutes, she experienced back quivering along with persistent burning. The current status of the patient is unknown.